Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. The exact cause could not be conclusively determined. However, based on the similar cases in the past, it was possibility that the user handling or condition of the patient contributed to this event. The instruction manual of the subject device warns; do not force the distal end of the insertion portion against body cavity tissue. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. If you press the instrument's distal end too hard against the tissue in an attempt to take a sample more than needed, the risk of perforation increase. Do not take more than needed. *biopsy may cause bleeding. If you take a large sample or press the instrument's distal end against tissue excessively, the risk of bleeding will increase. Perform biopsy on minimum necessary spots only.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause could not be conclusively determined. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
It was informed that there occurred massive bleeding while cardiac biopsy of stomach. The doctor used the clips to stop bleeding. Then the doctor performed a blood transfusion. The doctor completed the procedure with the device. The patient was not hospitalized, only follow-up.